Event description:
A customer contacted baxter to report that a fiber-like particle was observed in the cassette. There was no patient involvement and no patient injury. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No abnormality was observed visual inspection. This complaint for particulate matter was not confirmed and a cause was not identified.